Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited a possible fracture. It was noted that the patient experienced dizzy spells and heart block. The leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.